Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for evaluation, and the reported "insufflator has to be disabled" issue was confirmed and replicated. The field service engineer confirmed that the issue occurred in the field. The ccc was visually inspected, and no issues were found. The unit was installed onto the known good in-house system, but the vsc monitor could not show the full display on the screen. The vsc touch display showed an "insufflator is disabled" message, and the vsc cart could not fully complete the power-on process. The unit was taken to a programming station, where it was confirmed to be bricked, per document 1069151-01. As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer was trying to use a 12mm port air seal and are losing insufflation when removing the obturator. Technical support engineer (tse) had them ensure the stop cocks were open and to check connections and all were good. The customer connected to another port and are proceeding with procedure. There was no report of patient involvement.